Event description:
Explanted a primary triathlon left knee due to infection. He placed an antibiotic spacer.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #4l; cat # 5517f401; lot # pyt4h. Tritanium patella-asymmetric; cat # 5552-l-299; lot # gn2k1. Tritanium bplate triathlon s4; cat # 5536b400; lot # ctd78305. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : not available.